Event description:
It was reported that the lead was fractured. No adverse patient effects were reported. The product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).